Event description:
The account alleged that the foot hi/low has drifted down over night.

Manufacturer narrative:
The account replaced the s12 valve but the issue remains. Repairs have not been completed.